Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead was initially exhibiting higher than desired pacing impedance measurements at 1,900 ohms when connected to the pacing system analyzer (psa). The lead was then connected to the pulse generator and repositioned and impedance measurements decreased to 600 ohms. The physician made note that they were not concerned with a lead malfunction, rather the initial lead position was not optimal. The lead remains in service. No adverse patient effects were reported. Boston scientific received additional information in february 2018 that a remote monitoring alert was triggered due to out of range rv impedance measurements greater than 2000 ohms. The lead is scheduled to be replaced in a couple weeks.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that a system extraction occurred. All implanted leads were removed from the patient. The procedure was completed without complication. A new dual chamber system was successfully implanted.